Manufacturer narrative:
Product analysis # (B)(4): mnav comment subject: work order: (B)(4); mnav comment ID: cc-1151036, mnav comment: software: fail; failures: registrations; summary: failed to register the patient. They tried 6 times to register the patient and failed.; resolved: yes mnav action/resolution: tried to recreate the issue but couldn't get the same result as the facility said. Used my resin head and got a successful registration all 6 times. The scan they were using was per the protocol and didn't see anything wrong. Have requested to be there for the next case to see what they are doing and maybe can help if they are doing something wrong. Other relevant device(s) are: model: 9733467. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to pass tracer registration. They attempted 6-7 times and could see the pattern, but it would still fail, and all the points would disappear. Navigation was aborted. There was less than an hour delay to the procedure. There was no reported impact on the patient¿s outcome.